Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they fell in july and the pain started shortly after. Patient said they think they have pinched nerves that were affecting their left leg from the fall. Patient stated the pain was like knives sticking in their leg constantly since july. Patient was waiting on an MRI of their lower back and was told to wait 2 weeks, but when they went in to have the MRI, the MRI technicians called manufacturer and were told they had to wait 6 weeks before they could have an MRI. Patient wanted to know if there were any exceptions to the 6 weeks. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.